Manufacturer narrative:
H6: omit code a150206 from the initial report per information in the complaint record. Added code g04042. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the clinical details state that the 14x13cm sheath was placed in the same access site as the previous explanted impella. 14x13cm sheath kinked after delivery, unable to pass impella through. Decision made to insert 14fr edward¿s sheath, device unable to pass through. 14frx25cm sheath inserted, kinked and unable to pass impella through. Decision made to abort insertion. The pump and both introducers were returned. The pump had a large kink in the cannula and the introducers were both kinked as well. The root cause of the product damage (introducer kink) is due to the patient's condition as multiple introducers kinked due to the previous hematoma at the access site. Device history review introducer passed all post sterile inspection checks.

Manufacturer narrative:
D.4 serial number listed in this report is for the second impella cp which was used with this introducer and is not a serial number for the introducer. Primary UDI number is unknown. The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient was brought to post-operative recovery following a primary percutaneous coronary intervention with impella cp support. After arriving to the recovery area, the patient became hypoxic, pressures dropped, the patient coded, and the decision was made to bring the patient to the cardiac catheterization laboratory. It was noted that when the impella cp was first placed, initial flows were 3.3 liters per minute (l/min). However, the flows decreased to 0.5 l/min. The patient was then cannulated for extracorporeal membrane oxygenation and a swan was placed. The patient was prepared for transport to another hospital. It was then noted there was a hematoma and profuse bleeding around the impella cp repositioning sheath. The physician tried to readjust the angle with gauze, reapplied forward tension sutures, pushed the blue suture hub further in, and cut wings off the blue suture hub to advance in skin tract. The patient continued to bleed and the hematoma was unresolved. The decision was made to explant the impella cp and replace it with a new impella cp pump. During insertion of the new impella cp pump, the impella sheath kinked from the hematoma created from the first implant. A 14f edward¿s introducer was placed, but the impella cp was unable to get past the kink. A 14frx25cm sheath was placed and the sheath kinked. The decision was then made to abort the impella cp. The patient outcome is unknown. This complaint involves one impella cp device and two introducers: pump 1, impella cp with serial number (B)(6) 14fr introducer with lot number s9153522, used with pump 1 impella cp with serial number (B)(6). 14fr introducer with lot number s9467412, used with attempted implant of pump 2, impella cp. This MDR specifically addresses 14fr introducer with lot number s9467412. Separate mdrs will be submitted for the other devices associated with this complaint. Refer to section h.10 for the related report numbers.